Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient's contact called (B)(6) customer service reported the 65-3000-0, pd belt, medium 30"-44", 3 per pk causes redness, rashes and itchiness on skin while he has it on and after taking it off. Also, the velcro material and is sharp and hurts the patient's skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).